Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was intermittently not completing the boot-up cycle upon initial power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be a faulty crystal, designator y1 on the system pcb assembly. A replacement device has been sent to the customer. The returned device has been archived by stryker.

Event description:
The customer contacted stryker to report that their device was intermittently not completing the boot-up cycle upon initial power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.